Event description:
The customer reported to olympus that the colonovideoscope had an oily residue on the brush when it comes out, the device had been reprocessed 6 times. The issue was found during reprocessing. There were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found found the following: minor scratches on the radio frequency identification label, the bending section cover was re-taped and had a leak from the instrument channel, the plastic distal end cover insulation was not to specification with a reading of 50 megaohm, switch 1 had a cut, switch 5 had a chip, the up / down / right / left control knob had play evident, the plastic distal end cover had a crack, the objective lens / light guide lens had cement peeling, the bending section cover adhesive was cracked and had a leak, the insertion tube had minor chemical damage / discoloration, and the light guide tube had minor buckles / scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber) and biopsy channel. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.